Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
(B)(4). The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. The tests that failed during the pre-use check in a reference ventilator show that the air gas module delivers more air gas than expected with the consequence that the oxygen concentration will be lower. The failure was caused by a defective delta pressure transducer on a printed circuit board inside the gas module. There was no visual evidence of faults in the microscopic inspection of the pressure transducer. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The received device logs confirm the reported event and the fault could be traced back to (B)(6). Therefore the ¿date of event¿ will be adjusted to (B)(6) 2017.

Event description:
Manufacturer reference # : (B)(4).